Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple untreated episodes with oversensing of noise and changes in impedance measurements. No values were observed to be out of range and no changes have been made to the system at this time. The crt-d remains in service and there were no adverse patient effects reported.